Event description:
This lead was implanted on (B)(6) 1995 and capped on (B)(6) 2012 due to loss of capture at 10v. The procedure took place at (B)(6) medical center with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).